Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported his blood glucose measured 500 mg/dl when he woke up. He experienced unconsciousness, vomiting, and blurred vision. Two hours later, his wife called an ambulance. While being transported to the hospital, his blood glucose measured 700 mg/dl. He was treated with an insulin IV and a potassium/sodium IV. At the time of the report, his blood glucose measured 160 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.